Event description:
See MFR's report # 3007566237201001832 for info regarding the pt's initial pump replacement. One week after the pt's pump replacement, the pt's incision was red and "puffy." The physician told her that "it was infected." The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).